Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, date product rec'd by mfg. Examination of the returned products confirmed the reported event. A five year search of the complaint database (for the resection block) did not show any other reports against the product and lot combination. The investigation could not draw any conclusions about the reported event: however based on the condition of the returned resection block heavy usage overtime or misuse can be attributed to the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During surgery, a pin was jammed inside the tibial resection block. The surgery was then significantly prolonged and the surgeon must do the cut in two times. During the same surgery, the intramedullar femoral 9 mm drill bit released metallic debris during drilling with the femoral resection block.

Event description:
During surgery, a pin was jammed inside the tibial resection block. The surgery was then significantly prolonged.